Event description:
It was reported that, "the surgeon pinned the distal femoral cut guide on the anterior cortex of the femur. After the block will pinned in place, the surgeon proceeded to saw the distal femur or resect. In the middle of resecting the distal femur the top capture came off. The surgeon continued the surgery with the block that was not missing the capture."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.